Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast implantation procedure of unknown type with a mentor memorygel breast implant 350cc and experienced rupture on the right breast implant. The left breast implant was not affected. As a result, the patient had undergone bilateral removal and replacement with gel mentor memorygel breast implants 350cc on (B)(6) 2018.

Manufacturer narrative:
On 06/13/18, it was reported to mentor that the device that was received was a non-mentor device, therefore no evaluation will take place. Manufacturer¿s reference number: (B)(4).